Manufacturer narrative:
Product analysis: analysis was able to confirm the customer complaint that the epg displayed an error code, the main printed circuit board was out of specification. It was also identified that the output connector assembly was broken,the upper case and keypad were scratched. The lower case was broken , the main seal was contaminated. The liquid crystal display was out of specification, display wires were pinched and wire insulation was exposed. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) displayed an error code. The epg has been returned for analysis. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.